Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise and failed to sense. The lead was capped and replaced on (B)(6) 2022. The patient was stable.